Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that she experienced two bent cannulas back to back on (B)(6) 2020. The highest reported blood glucose level was 677 mg/dl which the patient tried to treat with a correction injection via multiple daily injection and changed the site three times and bolused with the pump multiple times. Subsequently, the patient went to the emergency room, with blood glucose level of 667 mg/dl, where saline and insulin were administered intravenously. The patient stayed there for nine hours. Reportedly, the patient had high ketones which the health care professional assessed as dangerous/ life threatening. The patient left the emergency room with a blood glucose level of 557 mg/dl and was unstable. It was also stated that the patient was wearing the pump in the emergency room as the emergency room staff tried to get the patient to remove the pump and found the occlusion alarm. Therefore, on (B)(6) 2020, the patient was admitted to the hospital because of diabetic ketoacidosis due to a bent cannula and the patient also received an occlusion alarm. The patient received fluids of saline and insulin were administered intravenously as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, the infusion set had been used for less than one day and there was no damage when the package was first opened. Reportedly, the patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.